Manufacturer narrative:
(B)(4). The customer returned a single guide wire, dilator and 3-l catheter for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has a several kinks throughout guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The proximal weld was attached but was starting to unravel. The kinks in the guide wire body was measured at 68 mm, 160 mm, 250 mm, 285 mm, 495 mm, and 60 mm from the proximal end. The broken core wire measured 683 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was also within specification. The undamaged proximal end of the guide wire was able to advance through a lab inventory 18ga intro ducer needle and arrow raulerson syringe with minimal resistance. The distal end could not be tested due to the damage. The returned proximal end of the guide wire was attempted to pass through the returned catheter, it was able to pass through the entire body and majority of the distal extension line. However, due to the amount of dried blood in the extension line, the wire was unable to pass through that portion. The catheter was flushed with water through all extensions lines and functioned as expected. A manual tug test confirmed that the proximal weld was intact though starting to unravel. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spri ng-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed based on sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that swg was hard to be removed after placement of catheter; it seemed to get stuck with something and unraveled. However, no injury to the patient was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that swg was hard to be removed after placement of catheter; it seemed to get stuck with something and unraveled. However, no injury to the patient was reported.